Manufacturer narrative:
Both braid ends were found tapered. The entire braid length was found damaged and frayed. The rebar-27 total length was measured to be ~151.2cm and the usable length was measured to be ~145.1cm. As the model and lot numbers were not reported, conformation to specification could not be confirmed. No flash or hub mold were found within the rebar-27 catheter hub. No damages or irregularities were found with the hub, catheter tip and marker band. The catheter body was found kinked at ~6.2cm from the proximal end and ~3.5cm from the distal end. The inner diameter was measured to be 0.0265¿ which is within specification for all rebar-27 models. The device was flushed, and water exited slowly out the distal end. An in-house mandrel was inserted into both the distal tip and hub and became stuck at the kinked location. No other anomalies were observed. Based on the analysis findings, the customer report of ¿failure/incomplete open distal (flex)¿ was confirmed as the braid was found tapered on both ends. Possible causes for failure are patient vessel tortuosity, damaged braid, braid improperly sized to anatomy, braid was overstretched during delivery, user deploys braid in vessel bend, presence of other indwelling endovascular stents or inappropriate anatomy. The braid was found damaged. Possible causes are resheathing more than 2 times, high force delivery, over-manipulation or delivering/retracting against resistance. As the braid was not returned within its protective dispenser coil and introducer sheath, damage could have occurred during handling or return shipping to medtronic for analysis. It is possible the damage found on the catheter contributed towards resistance that damaged the braid. Customer reported stent was not positioned at a bend, more than 50% was deployed, resheathing was performed less than three times, devices were prepared as per IFU, and no additional steps were taken to open the device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal segment of the pipeline failed to open. The stent was not positioned in a bend, more than 50% was deployed, resheathing was performed less than three times, and no additional steps were taken to open the device. After removal, a replacement product was used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiography showed okay results. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery. It was noted the patient's vessel tortuosity was normal. Ancillary devices include a rebar 27 microcatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reporting that dual antiplatelet treatment (dapt) was not administered, therefore pru level was not reported.